Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the check button on the infusion device has not functioned correctly for several months, and the protective rubber on the up button is "broken." No adverse event was reported. The alleged product was requested for evaluation.